Manufacturer narrative:
Unique identifier (UDI) #(B)(4). The country of origin is (B)(6). The field service engineer found a hole in the tubing from the wash station and replaced it. Ise check was carried out and was acceptable, in addition, the washing stations were cleaned with ise cleaning. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Event description:
The initial reporter complained of questionable sodium results for 2 patient samples on a cobas 6000 c (501) module analyzer. Sample 1: the initial result was 500 mmol/l and the repeat result was 140 mmol/l. The initial result was not transferred to the physician. Sample 2: the initial result was 175 mmol/l and the repeat result was 137 mmol/l. No erroneous results were reported outside the laboratory. The electrode lot number was h8238 with an expiration date of 25-aug-2021.